Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The clips were not locked into the capsule and the over sheath assembly was not returned with the device. A kink was noticed in the control wire. Based on the evaluation of the returned device, the sheath was removed before the procedure, which may have contributed to the failures observed. The directions for use (dfu) requires that the user advances the device down the scope with the over sheath on the device. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on unknown date. According to the complainant, the sheath was removed prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.